Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip surgery the shaverblade (bone cutter) worked very briefly (5 sec), and then stopped. Upon removal, the bottom of the shaver blade/the connection to the shaver handle, was almost shredded, and clearly broken. It was very hard to disconnect. It was discovered outside the patient. Another shaverblade was used, and same thing happened. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 22-aug-2023: it was confmired that the devices ar-8500 or ar-8550 were used with the reported shaver handpiece.

Manufacturer narrative:
(Motor and no problem found) the evaluation confirmed the reported event, "it was reported that during a hip surgery the shaverblade (bone cutter) worked very briefly (5 sec), and then stopped" and attributed it to normal wear and tear due to the age of the device; however, the evaluation did not reveal any issues relevant to the reported event, "upon removal, the bottom of the shaver blade/the connection to the shaver handle, was almost shredded, and clearly broken. It was very hard to disconnect. It was discovered outside the patient. Another shaverblade was used, and same thing happened. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 22-aug-2023 it was confired that the devices ar-8500 or ar-8550 were used with the reported shaver handpiece.